Event description:
It was reported that the patient underwent a posterior spinal fusion at t8-s1 to treat kyphoscoliosis. The patient underwent a revision surgery one month post-op due to screw loosening. The construct was also extended during the revision surgery.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.